Event description:
Rptr c/o oral ulcers, headaches, fatigue, muscle pain, weakness, morning stiffness, rapid hair loss, memory loss, loss of concentration, pain and stiffness in hands, fingers, knees, ankles and feet, neck and upper torso, sensitive to colds, polyarthritis, photosensitivity (no rash), lymphadenopathy, esophageal mobility disorder, history of raynaud's and fatigue.